Event description:
It was reported that the pacemaker system triggered a lead safety switch on the right ventricular (rv) lead channel. Technical services (ts) assessed the system and determined that the lead safety switch occurred due to shock impedance measurements spikes that became out of range but returned to normal shortly after. Ts noted the behavior is consistent based on the non-bsc leads connection with the device header. Testing was completed in unipolar and bipolar configurations, and it was recommended that the rv lead be reprogrammed with unipolar pacing and bipolar sensing. No adverse patient effects were reported. This pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).